Event description:
Procedure: orthopedic according to the reporter: no reported condition. This complaint comes from legal and there is no indication of any complaint against the device.***additional information received via email***see attachments for full transcript of issue. In the latter half of 2009, the patient developed left leg and recurrent back pain. This was ultimately determined to be the result of broken screws and/or hardware. The patient ultimately underwent back surgery to repair and replace the screws in his back. Date of reoperation: (B)(6) 2010.

Manufacturer narrative:
(B)(4).